Event description:
The user experienced erratic results for three patient samples and for quality control. Of the data provided for one patient sample, the calcium and creatinine jaffe generation 2 (creatinine) results were discrepant. The initial calcium result was 11.8 mg/dl and the initial creatinine result was 2.38 mg/dl. These results were reported outside the laboratory. The doctors called questioning the results so the sample was retested on cobas c501 analyzer serial number (B)(4). The repeat calcium result was 8.5 mg/dl and the repeat creatinine result was 1.0 mg/dl. The repeat results from the other analyzer were considered to be correct and were more consistent with the patient's previous results. The user stated he did not know if the patient was adversely affected. The calcium reagent lot number was (B)(4) with an expiration date of 01/31/2012. The creatinine reagent lot number was (B)(4) with an expiration date of 06/30/2013. The field service representative found a pin hole on the reagent line tubing which caused a fluidic failure during operation leading to erroneous results on samples and qc. He replaced the tubing and checked the water pressure, abs reading, probe alignment and cleaned the reaction bath. To verify the analyzer operation, he performed precision testing and the user calibrated and ran controls with results within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.